Manufacturer narrative:
Clearcorrect findings: no photos were received of the reaction. It is unknown if the patient has any pre-existing allergies to plastics. The material spec sheet was sent to the clinician and follow-up information has been requested. Clinical evaluation: the timeline of the reaction within minutes is suggestive of phenomenon such as chemical burn or allergy. It is not clear if the blisters developed immediately or some time later. Essential details were not provided in this report. It would be important to know if any rinses/agents were used to clean the aligners, relevant medical history including alleries, and photographic documentation. Accordingly with the sparse information provided it is not possible to be conclusive but an allergic reaction cannot be ruled out.

Event description:
On (B)(6) 2023 the sales rep contacted support and stated: please note we have been advised by the clinician that the patient may be suffering adverse reactions to the aligners. (B)(6) 2023 - dr gheorghe emailed the following advisory: as per our phone conversation regarding my clear correct patient, I saw him during a review and indeed he developed an allergy to cc aligners. Very unusual for myself as well as we discussed. He had the aligners with him and asked him to wear them and minutes later the gum and lips started to change colour, developing small kind of blisters on gingiva.